Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly the customer was using cold insulin and reusing cartridges. Tandem technical support educated the customer of cartridge labeling and to use room temperature insulin. Customer continued to use existing cartridge. There was no reported adverse impact to the customer's blood glucose level.